Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient started having high blood glucose (bg) levels in the morning of (B)(6) 2020. It started raising from 100 mg/dl until it got to 400 mg/dl. The patient gave an injection of insulin and they increased the basal rate. The pod was worn for 4 to 24 hours on the abdomen. As the bg levels did not decrease they called the endocrinologist who suggested to go to emergency room (ER) in order to avoid diabetic ketoacidosis. They removed the pod 1 hour prior to going to the ER. Upon arrival at the ER they had tachycardia. The patient was treated with insulin and fluids with intravenous therapy.